Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. Manufacturing date was unavailable at the time of filing.

Event description:
Medtronic received information regarding a navigation device being used for a functional and endoscopic sinus surgery. It was reported that site clicked the cad model when they got to register, but the screen turned to view inoperable. The surgeon opted to abort navigation as a result of the reported issue. There was no impact to patient. There was a reported delay to the procedure of less than an hour as a result of the reported issue.